Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Upon review of the compatibility list, it was confirmed that the android 14 operating system on the oneplus 10 pro is not supported by mmm app version 2.5. The customer's device is using a newer version of android os, prompting them to receive a compatibility error when attempting to use this device. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Investigation completed by: jalene church select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unsupported android version but it should be compatible. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.